Event description:
It was reported that at the implant procedure, after wound closure, the lead dislodged. The threshold was high and pacing failure occurred. The lead was replaced several days later. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.